Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up to a high blood glucose level of 400 mg/dl. When they looked at the site, it was bleeding. The customer treated the high blood glucose with an injection. The customer declined troubleshooting for the high blood glucose. The customer was advised to change the set and monitor the issue. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).